Event description:
It was reported that this right atrial (ra) lead was showing pacing thresholds greater than the programmed output. It was recommended to evaluate the ra thresholds. The ra lead remains in service at this time. No adverse patient effects were reported.